Event description:
It was reported that crosstalk oversensing was observed on this new cardiac resynchronization therapy defibrillator (crt-d) and chronic right ventricular (rv) defibrillation lead following pocket closure for a routine device changeout. Electrogram (egm) review revealed as rvs pvc, which was addressed by reprogramming rv sensitivity to 1.5 mv. Shock impedance measurements were previously out of range at approximately 140 ohms and had dropped down to 113 ohms after the device changeout. Technical services (ts) discussed possible causes noting that distal coil may now be closer to the valve and lead slack may have been lost during the device changeout, resulting in the observed crosstalk oversensing. Upon evaluating the patient in different positions, oversensing was reproducible on the left. Programming considerations were reviewed. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.